Event description:
Olympus (oaz) was informed that the customer high-definition autoclavable camera head reportedly has ¿no image¿. The defect was found during inspection before use. No death, injury or harm was reported.

Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information, but no further information was obtained. The referenced device was returned to olympus for evaluation. The customer¿s reported issue was confirmed due to a defective charged coupled device unit. Additionally, the device is leaking around the objective lens and the distal end, and the focus function is abnormal. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image most likely due to a faulty charge-coupled device. The specific root cause of the faulty charge-coupled device could not be determined at this time. Olympus will continue to monitor field performance for this device.